Event description:
It was reported that revision surgery was performed due to infection. This was the patient's second revision. The first revision is captured in manufacturer report #1020279-2010-00304.